Event description:
A customer from the united states reported a (B)(6) susceptible oxacillin result with a (B)(6) cefoxitin screen for a (B)(6) isolate from a patient wound, in association with the vitek® 2 ast-gp75 test kit. The customer reported that retesting gave the same result. The customer stated that pcr testing and other alternate tests called it resistant (B)(6). The (B)(6) test was (B)(6) and the cefoxitin disc test was resistant. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a report of a false susceptible oxacillin (ox) result and a false negative cefoxitin screen (oxsf) result for s. Aureus associated with the vitek® 2 ast-gp75 test kit. The customer's s. Aureus isolate was submitted for the investigation. Identification was confirmed and testing included both the customer lot and a random lot of vitek® 2 ast-gp75 cards, run on v7.01 and v8.01 software. Agar dilution (ad), the reference method for oxacillin was performed as well as cefoxitin (fox) disk testing, the reference method of the oxsf. In addition, alere pbp2a testing was also performed. Testing with v7.01: susceptible ox mics=1 or 2 were obtained, and oxsf results were negative. Ad, the reference method, gave a resistant ox mic=16. Fox disc testing was positive (19 mm), as was pbp2a testing, demonstrating that the oxsf negative card results are incorrect. Testing with v8.01: ox mic=1 was obtained and oxsf results were positive. The ox mic was corrected to resistant by aes due to the positive oxsf result. Additionally, oxsf results were in agreement with fox disk testing and pbp2a testing. A review of graphs for the oxsf test showed late growth (11-14 hours) in the drug well, so positive oxsf results would not be detected in v7.01. However, the oxsf positive result is detected in v8.01. Note: oxacillin and cefoxitin screen tests work together to determine the final oxacillin status. For s. Aureus, if either oxacillin is r, or cefoxitin screen is positive, the oxacillin interpretation is r. Oxacillin mic testing alone is not always adequate to detect resistance; therefore, the cefoxitin screen test is used in conjunction with oxacillin, in order to have optimal methicillin resistance detection. It was determined this issue involves an atypical strain.